Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded a new cartridge with guidance from technical support and was able to resume insulin therapy, resolving the issue.